Event description:
A malfunction alarm was reported for the pump during insulin dispensing. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge; however, the issue persisted, and the pump needed replacement. The customer was informed about the problem, and a replacement pump was arranged. Meanwhile, the customer switched to a multiple daily injections (mdi) regimen to continue insulin therapy. Technical support provided instructions for the transport of the old pump back to tandem and confirmed the customer's details for the pump replacement.